Event description:
This rv lead was implanted on (B)(6) 1999 and was explanted on (B)(6) 2013. The physician was dr. (B)(6) at (B)(6) center in (B)(6). A call to technical services on (B)(6) 2013, states patient has syncopal episode with possible pauses of >2 seconds. Noise was also noted on rv lead which was reproduceable. During explant procedure, physician had trouble getting locking stylet in lumen of rv lead hence, it was suspected that there was some sort of fracture but it was not obvious on fluoroscopy. Impedances and sensing were steady on lead but pacing threshold was elevated. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).